Manufacturer narrative:
The following products were used during the procedure: a 2 x 2mm acrosatz balloon catheter and a 2 x 1.5mm sorin across balloon catheter. A vista brite tip guiding catheter split into two pieces during the procedure. A goose neck snare was used to extract the broken pieces of the catheter from the patient. Two balloons were used to affix the separated brite tip piece to the vessel before the extraction. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time.

Event description:
A vista brite tip guiding catheter split into two pieces during the procedure. A loop (goose neck snare) was needed to extract the broken pieces of the catheter from the patient. Two balloons were used to affix the brite tip piece to the vessel before the extraction.